Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2017 with the following findings: review of the black box data revealed unexplained power on reset events recorded on (B)(6) 2017. On investigation, the returned battery compartment was confirmed to have stripped threads and the battery compartment was cracked, as per the allegation. There was no moisture or corrosion inside the battery compartment. The battery cap that was returned with the pump also had stripped threads and was not able to maintain electrical connection. The alleged power complaint was duplicated. A test cap was able to fit to the pump properly for investigation and maintained electrical connection. With the test cap in place, the pump powered on and was exercised for 24 hours without interruption in power. The total daily doses added up correctly to reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering insulin accurately and within range. There was no evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 284 mg/dl with symptoms of excess urination and large ketones. The patient did not receive treatment above and beyond the normal course of diabetes management. The reporter stated that during the night the pump¿s battery cap had fallen off, leaving the pump without power. When the patient awoke they were able to power the pump back on to deliver a correction dose. The reporter stated that the battery cap threads were stripped. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of a power loss.